Event description:
A healthcare worker experienced a burning sensation and white discoloration of the skin on their fingertips after removing a vaporizer plate after a cycle canceled. Medical attention was not sought and the symptoms resolved within 45 minutes.